Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, the lead exhibited high impedance and unacceptable thresholds. The physician suspected an insulation anomaly. The lead remained implanted.